Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaints history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this failure mode in the past three years. The device was used for treatment. The device was not received for evaluation, therefore; a thorough product evaluation could not be carried out. It was reported that all indicator lights were illuminated. This means that the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. It was also reported that the pump did not achieve negative pressure and attempts to seal the dressing were carried out. It should also be ensured that connectors are securely fastened to the tubing and the port as this can also create an air leak. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that after 2-3 days the pico pump stopped working and all 4 indicators light up. The pico dressing didn´t achieve negative pressure, despite they changed the pump and tried to seal the dressing. The therapy was interrupted until the patient was able to go back to the hospital to change the device for a backup. No patient was harmed.